Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile review shows all treatments were successfully finished. The energy is stable during the treatment day. No relevant deviation between planed and performed energy is detectable for the treatments. The user operated surgeries with recommend energy setting. Logfile review shows the user performed energy check only at system start, then performed the further surgeries more than 4 hours without energy check. A technical root cause could be excluded. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with rainbow glare of the left eye following lasik treatment. Additional information requested. There are multiple reports for this facility. This report represents patient sg left eye and additional reports will be filed.